Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported capsular rupture. The device was explanted.

Event description:
Physician reported capsular rupture. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to specification, opening and black particles in the surface of the shell. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a broken sharp in the posterior side assessed as unidentified (tear) opening. -missing piece of the shell assessed as to inconclusive. Additional, changed, and/or corrected data: b.7., d.9., h.3., h.6.